Manufacturer narrative:
(B)(4). Analysis of the returned lead model 387360, serial # (B)(4) showed no anomalies.

Event description:
Information received from the manufacturer¿s representative reported that impedance (exhaustive) testing values of >3600 ohms were seen intra-operatively during the trial implant. A new multi-lead trialing cable (mltc) was then used but the impedances were still high. The trial lead was then replaced and ¿it was fine¿. Further information received clarified that the patient could not feel the stimulation during the trial implant procedure. It was confirmed that a new mltc was used and the lead disconnected and reconnected from the mltc several times but impedances of >10,000 ohms were measured on all electrodes. A new lead was used at which time the patient could feel the stimulation. The patient was reported as doing fine, their status noted as recovered without sequelae, and it was believed that they were going to go the permanent implant. If additional information is received, a follow-up report will be sent.